Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal ¿lioresal.¿ it was later verified that the medication was gablofen 2000 mcg/ml. The indications for use were intractable spasticity and spinal cord injury/spinal cord disease. It was reported the patient was hospitalized 2 weeks prior to infection (from (B)(6) 2016) for fever and administration of IV antibiotics. It was determined by the medical team that the issue (fever) the patient was experiencing was caused by an infection, and the system would be explanted until the infection was resolved. No troubleshooting/diagnostics were performed, and the device was explanted due to infection on (B)(6) 2016. The patient was placed on intravenous antibiotics for the infection and oral baclofen for spasticity. The patient¿s status was ¿alive ¿ no injury.¿ it was later clarified that the infection was not related to intrathecal baclofen therapy. Cultures sent at pump/catheter site were negative for organism growth. The source of infection was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.